Event description:
The reporter provided additional info. The pt has had a good outcome following the lens exchange.

Event description:
A surgeon reports performing a lens exchange due to unexpected postoperative refraction. Add'l info has been requested.